Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed a heavily rusted base and chassis. Functional evaluation revealed the units ablate pedal turns on the led for ablate to be activated but no sound is produced. The setting switch does not function. The complaint was confirmed and the root cause is associated with electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an excessive tensile stress applied to the cable could have partially broken one or more signal wires prematurely causing non-functionally of the pedal. There may have been a loose cable connection between the returned device and the used controller.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the foot control assembly was not working properly. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.